Event description:
Nonunion right index metacarpal shaft with implant failure. Procedures: 1)hardware removal of right index finger. 2. Revision reconstruction of right index metacarpal shaft, nonunion with internal fixation and dbx bone graft. Operative note states: "the patient is a male with a complicated history dating back a couple months. He sustained a crush injury at work, which was treated elsewhere with percutaneous pins. This went on to infection and eventually nonunion with marked deformity particularly of the index metacarpal fracture. He is now approximately 4 to 5 weeks removed from reconstruction of the index and middle metacarpal nonunions with internal fixation and bone graft. Upon serial followup, he was noted to have mechanical failure of the 2.0-mm plate on the dorsum of the index finger. This fractured at the level of the nonunion. He was informed of the seriousness of this complication. Revision surgery was recommended."